Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with urethral erosion. Surgical intervention was performed to replace the aus with a new aus. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent thorough analysis. The cuff, pump, and balloon did not present any signs of abnormalities and passed the leak testing performed. The reported observations are known adverse events related to the device. Based on the information available, the reported clinical observation was a confirmed known inherent risk.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with urethral erosion. Surgical intervention was performed to replace the aus with a new aus. There were no additional patient complications reported.